Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge door was getting stuck. After recovery, it would click and open, but then it would get stuck again and fail to open when the nurse attempted to pull medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) observed that the issue was due to the way the door was being opened. The proper position and method for opening the door were demonstrated to the users. The issue was resolved after they followed the correct procedure. The system functioned as intended after the field service engineer assessed the device.